Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing and oversensing. Pocket manipulation was able to reproduce noise. The device was explanted and replaced. The patient was in stable condition.